Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a crt-d implant procedure, there was a coronary sinus dissection noted while positioning the left ventricular (lv) lead. It was suspected that the peelable catheter had caused the dissection. The procedure was ended without the implant of a lv lead, and a dual-chamber device was instead implanted. The patient was stable following the procedure.